Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. The battery tube threads were not cracked or broken. The device had broken battery cap, cracked reservoir tube lip, minor scratches on lcd window, and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer stated the buttons on his keypad were sticking. He also stated his case was broken at the battery cap. The customer stated the thread where the battery cap screws in was damaged. Customer's blood glucose was 152 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.